Event description:
According to the reporter, it was stated that the patient had begun treatment with physioneal 40 1.36% clearflex peritoneum dialysis solution and physioneal 40 2.27% clearflex peritoneum dialysis solution, intraperitoneally (ip) for peritoneal dialysis (pd) with unreported doses and frequencies. It was reported that fill phase was performed then the patient was disconnected and reconnected to the device to go to toilet. The patient was diagnosed with peritonitis manifested with diarrhea and got hospitalized the same day. It was said that, the patient was assisted to end the therapy. After a week, it was reported that the patient's peritonitis had recovered, and the patient was discharged from the hospital. It was also confirmed that the patient's peritonitis was a catheter-related peritonitis, and the reporter did not know if the pd effluent was analyzed. Nothing unusual observed aside from the reported issue.there was no blood loss and no blood transfusion was required. The patient continued dialysis treatment and the solutions did not stop due to peritonitis. The reporter did not consider dialysis solutions as a suspect. No medical treatment/intervention provided for the diarrhea. The reporter said that the patient received antibiotic therapy for peritonitis treatment (no medical intervention for peritonitis) but did not know the name of the antibiotic and did not know when it started and when it ended.

Manufacturer narrative:
Corrected information: h6 (remove fdm code 10) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was stated that the patient had began treatment with physioneal 40 1.36% clearflex peritoneum dialysis solution and physioneal 40 2.27% clearflex peritoneum dialysis solution, intraperitoneally (ip) for peritoneal dialysis (pd) with unreported doses and frequencies. It was reported that fill phase was performed then the patient was disconnected and reconnected to the device to go to toilet. The patient was diagnosed with peritonitis manifested with diarrhea and got hospitalized the same day. It was said that, the patient was assisted to end the therapy and patient would talk to therapy responsible about how to continue the therapy. After a week, it was learned that the patient's peritonitis had recovered and the patient was discharged from the hospital. It was also learned that the patient's peritonitis was a catheter-related peritonitis, and the reporter said that he did not know if the pd effluent was analyzed. The patient continued dialysis treatment and the solutions did not stop due to peritonitis. The reporter did not consider dialysis solutions as a suspect. The reporter said that the patient received antibiotic therapy for peritonitis treatment, but told that he did not know the name of the antibiotic and did not know when it started and when it ended. It was said that the reporter's causality was assessed as unrelated.

Event description:
According to the reporter, it was stated that the patient had begun treatment with physioneal 40 1.36% clearflex peritoneum dialysis solution and physioneal 40 2.27% clearflex peritoneum dialysis solution, intraperitoneally (ip) for peritoneal dialysis (pd) with unreported doses and frequencies. It was reported that fill phase was performed then the patient was disconnected and reconnected to the device to go to toilet. The patient was diagnosed with peritonitis manifested with diarrhea and got hospitalized the same day. It was said that, the patient was assisted to end the therapy. After a week, it was reported that the patient's peritonitis had recovered, and the patient was discharged from the hospital. It was also confirmed that the patient's peritonitis was a catheter-related peritonitis, and the reporter did not know if the pd effluent was analyzed. The patient continued dialysis treatment and the solutions did not stop due to peritonitis. The reporter did not consider dialysis solutions as a suspect. The reporter said that the patient received antibiotic therapy for peritonitis treatment but did not know the name of the antibiotic and did not know when it started and when it ended.

Manufacturer narrative:
Additional information: h6 (fdm) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.